Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12528 and 2134265-2017-12529. It was reported that the balloon rupture occurred. Target lesion#1 was a 90% stenosed target lesion located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was replaced with a 1.5mm non-bsc balloon however; the balloon ruptured during the second inflation. Another 2.50mm x 15mm emerge¿ balloon catheter was advanced and was inflated twice at 10 atmospheres each without issue. Upon the third inflation at 10 atmospheres, the balloon ruptured. Intravascular ultrasound (ivus) measurement was then performed. Ablation was then performed with the 1.75mm rotalink¿ plus. Post-dilation was performed using a non-bsc balloon; however, the lesion was insufficiently dilated so the balloon was replaced with a 3.0mm x 10mm flextome balloon. Ivus measurement was again performed, the lesion was treated a 3.0x30mm drug coating balloon, and the treatment of the lesion was completed. Target lesion#2 was a 90% stenosed target lesion located in the moderately tortuous and severely calcified right coronary artery. Pre-dilation was performed using a non-bsc balloon, but the lesion was insufficiently dilated. Ivus measurement was performed and ablation was performed using a 1.75mm rotalink¿ plus; however, the device stalled during the second ablation and the rotation speed did not increase. When it was checked outside the patient's body, air leakage was confirmed from the rotalink burr. Another 1.75mm rotalink¿ plus was used and the procedure was resumed. However, it was noted that the rotawire became stuck with the burr. The burr and wire were removed together from the patient and were replaced with another of the same device. Afterwards, ablation was performed five times using another 1.75mm rotalink¿ plus; however, the burr failed to cross the target lesion. This was replaced with a 1.50mm rotalink¿ plus and it crossed the lesion successfully. Then, the 1.75mm rotalink¿ plus was used to ablate the lesion again. The procedure was completed using a non-bsc balloon and deployment of a 3.5mm x 38mm synergy stent. No patient complications were reported and patient's status was good.